Event description:
Thirteen (13) symptoms of breast implant illness made me sick for over 2 years and almost bedridden for months. I was diagnosed with ebv (B)(6) 2020 and I am still positive. FDA safety report ID # (B)(4).